Event description:
It was reported that some time post chronic catheter procedure, the device allegedly had cracked hub. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter segment was returned for evaluation and three electronic photos were provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture issue as a partial circumferential split was noted approximately 0.5cm from the distal end of the catheter hub. Further the photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2025).